Event description:
It was reported that when the patient presented in clinic due to a vibratory alert, high, out-of-range high voltage lead impedance was observed. A chest x-ray was performed which appeared unremarkable. Far r-wave oversensing was also noted. The system was explanted and replaced a few days later. There were no adverse events and the patient was stable post-procedure.

Manufacturer narrative:
The reported noise and impedance anomalies were confirmed in the laboratory via review of the programmer printouts and device image. The device was tested on the bench and no anomaly was found. The cause of the noise and impedance anomalies could not be determined.

Manufacturer narrative:
(B)(4).